Manufacturer narrative:
. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. . Citation: edward h hu (14 december 2023 ¿ 23 december 2023), repositioning rates of toric iols implanted in cataract surgery patients: a retrospective chart review, clinical ophthalmology, dove press, clinical ophthalmology 2023:17 4001¿4007. Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Title: repositioning rates of toric iols implanted in cataract surgery patients: a retrospective chart review. A retrospective study was done to determine the incidence of postoperative repositioning of toric intraocular lenses (iols) due to clinically significant rotation. A total of 993 (n=993 eyes) cataract patients with pre-existing astigmatism who had undergone toric iol implantation from various lens platforms including acrysof toric (n=362); tecnis toric I (johnson & johnson vision, irvine, ca, USA; n=53 eyes); tecnis toric ii (johnson & johnson vision, irvine, ca, USA; n=308 eyes) and envista toric (n=270 eyes). Toric iol rotation (n=16 eyes; 1.61%). Prior to iol repositioning (n=15 eyes), mean refractive astigmatism: 1.53 ± 0.71 d. The iol repositioning rates were: tecnis toric I (n=5.7%) tecnis toric ii (n=0.6%). No further interventions were reported. A copy of the article is provided with this report. This MDR report pertains to the suspect product tecnis toric ii. A separate report will be submitted for the suspect product tecnis toric I.

Manufacturer narrative:
Corrected data: upon further review, it was noted that information on model numbers for the suspect lenses described in the article were inadvertently missed and were incorrectly indicated as unknown in the initial report that was submitted. Therefore, updating sections in the MDR, based on information in the literature article that has been provided and attached to the initial report. This supplemental report is being submitted as a correction report. Fields below are updated accordingly: section d1: brand name: tecnis iol. Section d4: model number: unknown, however zcu225 was provided. Section d4: catalog number: unk-zcu. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.